Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a "replace generator" message. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Correction: h6 - health effect code should have been 2199 rather than 2388. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.